Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the slide rails caused the issue. A field service engineer (fse) removed the drawer, cleaned the slide rails and adjusted, and the drawer began functioning properly. The drawer was then tested and verified using the pyxis application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was clicking twice, and there was a recurrent failure. The customer reported that there was a delay in dispensing the medication and was affecting patient care. There were no adverse events or injuries reported based on this event.